Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the error was resolved by replacing the pcoip client. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the system was on for 45 minutes since last restart and it suddenly showed the pcoip startup screen. No delay to case or impact.